Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient's mother claimed that after sensor removal, sensor wire remained in patient's skin. Patient's mother removed wire. No medical intervention was required.